Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via telephone call that the blood glucose ran high. The customer was being treated with manual injections in addition to the insulin pump. The blood glucose reading was 403 mg/dl. The drive support cap appeared normal and recessed. Insulin exited with a manual prime and no leaks or air bubbles were observed. The time and date were correct and the bolus wizard and basal rate settings were programmed correctly. The bolus history displayed all entries based on the customer's recollection. The caller declined the high pressure test. The caller was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.